Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. There were no patient complicatons reported and the patient was stable. It was further reported that the the balloon was inflated once before it ruptured.

Manufacturer narrative:
Date of event: updated to (B)(6)2020.

Manufacturer narrative:
Date of event: used (B)(6) 2020 since there was no date provided.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Date of event: updated to (B)(6) 2020 device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for an hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. There were no patient complicatons reported and the patient was stable. It was further reported that the the balloon was inflated once before it ruptured.